Event description:
Add'l info rec'd from MFR 7/27/01: the failure mode is the rupture of the silicone balloon. No defects were observed in the silicone balloon that could have contributed to the failure and there was no shipping related damage to the pouch, tray/lid or box. It was noted that the labeling for the device indicated an expiration date of 2/01. The root cause of the failure cannot be determined. There is no evidence of an mfg defect contributing to the failure mode. It is most likely that another event caused the failure. The device has been destroyed.

Event description:
The intra-aortic balloon on the aortic cannula ruptured during heart surgery. No known complications - physician continued procedure.